Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was poor handwashing. On an unreported date, the hp was treated with cefazolin, 2gm, (intraperitoneally) ip (frequency and lot not reported). On an unreported date, the patient's pd catheter was removed and the hp was transferred to hemodialysis. The patient was not re-trained in proper aseptic technique. Twelve days after being admitted to the hospital, the patient was discharged and was recovering from the peritonitis. Additional information was requested but is not available

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.